Event description:
It was reported that post operatively the patient experienced chest pain. The right atrial (ra) lead exhibited high thresholds, noise, a decrease in sensing from the p waves and was confirmed to have moved by x-ray. The ra lead was initially reprogrammed and then revised after a perforation and tamponade were confirmed. A pericardial drain was in place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.